Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® dryseal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore tag thoracic endoprosthesis and a non-gore stent graft. A gore dryseal sheath (dsl2428j/13641944) was inserted from the patient's right femoral artery. After successful implantation of the devices and as the sheath was withdrawn from the patient, the patient experienced a rupture of the right femoral artery. The ruptured vessel was surgically repaired with a vascular graft. A dissection was also suspected proximally to the repaired vessel. A metallic stent was implanted to repair the dissection. The patient tolerated the procedure. The patient's right femoral artery diameter was 7.2mm.